Event description:
The customer reported that the device failed in testing with pacing failure. Therapy cable failure, and pads/paddles failure messages.

Manufacturer narrative:
The customer reported that the device failed in testing with pacing failure, therapy cable failure, and pads/paddles failure messages. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.